Event description:
Related to MFR report #: 2183959-2011-00718. On (B)(6), 2009 a miniarc was implanted. It was reported that the pt experienced dyspareunia and had vaginal and pelvic pain. A mesh revision procedure was done on (B)(6), 2011 due to vaginal mesh exposure. The reported revision procedure was done after the pt had completed the study and was exited.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.